Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Per alliance partner investigation, review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a healthcare professional. Patient was revised on due to aseptic loosening. There was found to be unbonding at the implant/cement interface over the lateral half of the implant. The femoral component was well fixed. Per alliance partner investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc I-beam tray 71mm item# 141223 lot# j3920674. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised three years and two and a half months post implantation due to loosening, clicking noise, swelling, and pain. Patient's first day of therapy occurred four days after the revision surgery. She relayed that her surgeon told her the bone cement was loose on the outside of the tibial and it came out in crumbs. There are no x-rays as only a MRI was done to show loosening. There is no additional information at this time.